Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was in the range of 400 mg/dl. Other blood glucose value mentioned was 500 mg/dl. The customer treated high blood glucose with manual injections. Based on customer¿s report customer did not allege under delivery. The customer was using the insulin pump when high blood glucose event was reported. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was reported that approximate size of air bubbles is 2/10 th of a centimeter. Customer states the air bubble was appeared at the bottom of the reservoir near the black o rings and location of bubbles was reservoir. Insulin pump had critical pump error and it was damaged. The devices will not be returned for analysis.